Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Section d references the main component of the system. Other medical products in use during the event include: product ID evproplus-29 (serial: (B)(6)); product type: 0195-heart valves; implant date n/a; explant date n/a product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, while attempting to remove the device from the packaging and adhesive it was wrapped in, the sideport tubing was accidentally severed. The delivery catheter system (dcs) was received with a valve loaded within the capsule. Visual analysis showed there was a bend to the capsule. The handle appeared intact. The device was received with the capsule fully closed. On retraction of the capsule via the rotation of the deployment knob, the valve deployed as expected. There was a bend to the stability shaft. The deployment knob appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism appeared intact. The device was returned with the end cap/screw gear snap fit connected. The plastic component was separated from within the capsule flush port. There was damage observed on the threading of the screw gear. Delamination was observed over the nitinol reinforcing frame on the distal end and the proximal end of the capsule. The inner member shaft and spindle hub appeared intact with no evidence of damage. The reported event could not be confirmed in the analysis. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Seven static images of the patient¿s executive summary were provided for review. The patient¿s annulus perimeter was 78.3mm with a perimeter derived diameter of 24.9mm suggesting a 29mm valve. It was reported that the native annulus was calcified; however, the anatomical images provided reveal no calcification at the annular level and very minimal calcium in the leaflets of the aortic valve. Additionally, mean gradient across the aortic valve and aortic valve area are unknown. It is important to note that the aortic root angulation was 80 degrees. The extreme aortic root angulation might have contributed to the difficulties encountered during the implantation and ultimately aborting the attempts to implant the valve. Of note, the instructions for use (IFU) states that implantation of the bioprosthesis should be avoided in patients with aortic root angulation (angle between plane of aortic valve annulus and horizontal plane/vertebrae) of >30° for right subclav ian/axillary access or >70° for femoral and left subclavian/axillary access. Intra procedural images were not provided. The subject dcs was returned for analysis. The capsule may have been bent during the difficulty removing the dcs. Delamination was observed on the capsule, which typically occurs when the capsule is subjected to a bending force potentially after tracking through tortuous anatomy. There was damage observed on the threading of the screw gear. This damage is consistent with the increased forces in the system. High forces in the handle may cause the threading of the screw gear to become worn and damaged. The device was received with the plastic component separated from within the capsule flush port. This may be caused by leaving the syringe attached to the dcs post flushing of the capsule. Recapturing is a feature of the device that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including patient anatomy or physician technique. Potential factors that can influence dislodgement include tension applied on the dcs during positioning, calcification levels and shape of the native anatomy. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. Positioning difficulties and dislodgement do not typically indicate a failure to meet manufacturing specifications. It was reported that it was difficult to remove the system and the wire had to be exchanged. It was noted that the aortic root angulation was 80 degrees. The extreme aortic root angulation might have contributed to the difficulties encountered during the implantation and ultimately aborting the attempts to implant the valve. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve dislodged into the ventricle. It was reported that the native annulus was calcified, however the valve "had no hold". After three attempts to position the valve, the valve was withdrawn. It was reported that it was difficult to remove the system and the wire had to be exchanged. A non-medtronic (edwards) valve was ultimately implanted. No adverse patient effects were reported.